Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that upon startup the connector that goes into the o2 transducer on analog board comes off when o2 is plugged into the unit causing it to leak. Customer can't get the sw version at the moment. No patient involvement was reported.